Event description:
It was reported that during a gastrectomy, the device would cut, but the staples would not form porperly. It was reported that the case was finished with hand stitches. There was no consequence to the pt.